Manufacturer narrative:
(B)(4). Additional information requested and received: what structure was each of these devices used on, where there difficulties with both devices: pulmonary veins. What does the surgeon feel was the cause of the bleeding: surgeon blamed the lot number defect. How was the bleeding addressed: convert to open.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # m5542a. Additional information requested and received: what was the surgical procedure? Lung resection. What structure was each of these devices used on? Where there difficulties with both devices? What was meant by dragging tone? Firing was not smooth, knife advancement slower was tissue movement noted when device was fired?yes. Were clips used in the surgical procedure?no. At the time the issue was noticed, was the device being fired over an existing staple line?yes. What is the surgical staffs routine for cleaning the device between firings? Everytime, they will clean after firing and before loading new reloads. Were any issues noted with staple formation? Yes, open leg staple formation, non b shape. What does the surgeon feel was the cause of the bleeding? How was the bleeding addressed? What is the current patient status?discharge the analysis found that one pve35a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during an unknown procedure, the stapler migration occurs when stapled on "pv". Surgeon notice dragging tone when the knife advance. Case convert to open as major bleeding.